Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the cone of the return male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been related to a manufacturing issue. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of a prismaflex m100 set, an external blood leak from return luer connector was observed. It was reported that unspecified damage at the connector was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.